Manufacturer narrative:
D2b - pro code (product code): fge, lit.

Event description:
It was reported that shaft pinhole occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, a shaft pinhole was noted at near the front of the balloon. The device was removed using usual method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.